Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and another manufacture's right ventricular (rv) lead experienced multiple syncopal episodes and was being seen in the emergency room. Noise and oversensing was leading to pacing inhibition and asystole of greater than three seconds. The device sensitivity was reprogrammed to 2.5mv from 7.5mv. It was reported that the patient would undergo a revision procedure. Additional information was attempted to be obtained but such attempts were unsuccessful. There were no additional adverse patient effects reported. The device remains in service.